Event description:
The reporter contacted animas on (B)(6) 2015 alleging an inaccurate delivery issue. No further information was provided. Animas customer support made several attempts to contact the reporter in follow up, but was not successful in obtaining further information. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.